Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. In the initial procedure, the physician implanted a taxus express2 3.0x12mm drug eluting stent to the 90% stenosed lesion located in the ostial left anterior descending (lad) artery. The result was successful with timi 3 flow. The physician also treated a 70% stenosed lesion located in the left circumflex (cx) artery with a maverick 2.5x9mm balloon. The result was again successful with timi 3 flow. No pt injuries or complications occurred. The physician recommended CABG, "I offered the pt CABG, she preferred the pci." Four months post procedure, the pt presented with 50% ostial in-stent restenosis of the lad and 90% stenosis at the site of the previous ptca. A CABG was recommended at this time. Procedure notes did not indicate what intervention was done, but add'l info has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.